Event description:
The user facility reported a 48-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient developed hemolysis during impella cp support. Repositioning was attempted multiple times, however the condition remained. Due to the hemolysis and overall condition of the patient, the decision was made to escalate to an impella 5.5 pump for ongoing support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B1 corrected from product problem to adverse event b2 changed required intervention to prevent permanent impairment/damage (devices) from no to yes. D6: added implant/explant dates.